Manufacturer narrative:
A review of the probe manufacturing records indicate that the probe met all specifications. The probe was returned for investigation. The investigation concludes that the ceramic portion of the probe tip - between the metal trocar and the metal shaft - was broken. Additionally the probe cannula was bent where it exits the probe handle. This supports the conclusion that excessive lateral forces were applied to the probe when the physician was attempting to return the probe to the dual probe clip. It is suspected that these lateral forces resulted in sufficient force to cause the ceramic to break. Additionally, the break pattern on the suspect probe is consistent with lateral force applied to the ceramic. The system generated high reflected power alarms when the user attempted to deliver energy to the probe after the tip was broken.

Event description:
The physician was using 2 certuspr probes in a dual-probe-clip to perform pre-transection coagulation in the liver of a patient of unknown age and gender. During the case, one of the probes became dislodged from the dual probe clip. The physician attempted to reinstall the probe in the dual probe clip. Procedure was continued but the system generated high reflected power errors immediately after the user initiated energy delivery. The error condition persisted over multiple delivery attempts. The physician removed the probe from the liver and identified that 1 probe had a broken tip. The physician retrieved the tip from the liver. The damaged probe was replaced with a new probe and the case was completed without further incident. No patient injury is alleged.